Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation, in good condition. No dirt or evidence of excessive wear were noted. Functional testing was performed. Oxygen concentration readings were found to be out of tolerance; the reported issue was confirmed. Expiratory time was found to be below specification, so calibration of the te needle was necessary. Also, when checking high pressure alarm with air mix, it was noted that the manometer needle did not rise to the selected 80 cmh2o and neither electronic nor pneumatic alarm sounded. This was unrelated to original complaint reason. The root cause of the reported issue was deemed to be that the flow block assembly was faulty most likely due to normal wear and tear. It was manufactured in 2006. Action(s) taken to mitigate the reported issue(s): replaced flow block with a new block; alarms activated as expected, device passed all functional tests.

Event description:
It was reported that the device oxygen level was below setting. No patient injury was reported.